Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After rotablation was performed, a 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material, 6mm proximal of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After rotablation was performed, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.